Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was experienced during baxter's functionality testing. Evaluation found the downstream sensor current reading and downstream pressure plate gap to be out of specification, which likely caused this condition. The downstream tubing guide assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.